Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential over-sensing was noted on the device. Programming changes were discussed. Patient was in stable condition.

Event description:
New information received noted that the programming changes were made.